Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the down arrow keypad button was not responding to button presses when she tried to bolus. There was reportedly no damage to the pump or keypad and the pump was not exposed to water. She states that the ok keypad button is still functioning appropriately. She reportedly wore the pump in a pocket and did not clean the pump.